Manufacturer narrative:
Initial and final MDR (B)(4).deve 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that patient faced 3 infusion set fell off event on (B)(6) for the first infusion set and the other two issues in between (B)(6) 2024 to (B)(6) 2024. The infusion set was in use for 1-2 days. No further information available.